Event description:
Patient admitted (B)(6) 2019 due to lvad driveline infection which cultured positive for staph aureus. Started in IV antibiotics. Driveline site was surgically debrided. Discharged on (B)(6) 2019 on cephalexin indefinitely. Admitted on (B)(6) 2020 for driveline infection, again staph aureus. Discharge on (B)(6) 2020 on cephalexin indefinitely. Admitted (B)(6) 2020 with staph aureus driveline infection. Started on IV antibiotics. Discharged on (B)(6) 2020 on cephalexin indefinitely. Driveline culture positive for (B)(6), cephalexin stopped and bactrim ds indefinitely started on (B)(6) 2021. Blood cultures and driveline cultures positive for staph aureus on (B)(6) 2021. Admitted on (B)(6) 2021 for IV cefazolin which was continued after discharge on (B)(6) 2021. Due to the concern for infection seeded in the lvad the patient was admitted (B)(6) 2021 for heartmate 3 pump exchange. Taken to the operating room on (B)(6) 2022 for the exchange at which time the surgeon noted minimal amount of purulent drainage in the superficial part of the driveline, no purulence around the lvad pump. Surgery went well. ICD was removed on (B)(6) 2022 due to infection. The patient is currently recovering in the cvicu related to prolonged intubation due to respiratory failure secondary to lung opacities thought due to infection. The patient is awake and following commands. FDA safety report ID# (B)(4).